Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. The reason for call was for the past 2 or 3 days the patient has been up all night going to the bathroom and they also cannot feel any stim sensation. Patient rep said the patient had an MRI done and they know the ins was turned off for the MRI but they weren't sure if they turned it back on or not after the MRI. Caller said when they connected to patient's ins yesterday/last night to check, they tried increasing stim quite high (4.0ma) on about 4 other programs, but the patient didn't feel the stimulation sensation and they were still getting up often to go to the bathroom. Patient rep also said that when they were trying to increase stimulation, they were having troubles with the application saying 'retry' or 'end session'. Patient rep said they don't know if there's something wrong with the programming and requested a rep. Patient rep wa s not with patient at time of call so could not help troubleshoot or confirm information for possible telemetry issues. Emailed field staff to see if they could help. Patient rep called back and reported that they spoke to someone earlier and have not heard from a rep yet. The patient rep reiterated the same info. Caller tried the remaining of the 7 programs and the patient only felt a sensation on 1 program and it was to 6.4. The caller reported that the sensation is not the same flutter that they are used to feeling. Reviewed the rep role and that a message had to sent to field staff. Reviewed to contact the hcp. Reviewed the settings impact on longevity.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.